Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing with the device. However, a portion of the driveline is expected to be returned for evaluation but has not yet been received. The event took place in (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, red heart alarms and pump stoppage events occurred when the patient was changing the lvad system from battery power to power module support. The alarms were reproduced at the hospital using a hospital power module. The patient was provided an ungrounded patient cable for use with the power module, and no additional pump stops occurred. The manufacturer¿s technical services representative reviewed submitted x-ray images of the driveline, and observed an area of concern near the looped driveline internal to the patient near the pump. A distal end, external percutaneous lead (driveline) replacement was performed on (B)(6) 2016 by the manufacturer¿s technical services representative. After the repair, the alarms recurred and internal driveline wire compromise is suspected. The patient¿s medical team is determining next steps, with the options including listing for an urgent heart transplant or a pump replacement. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of red heart alarms and pump stoppages was confirmed through the evaluation of the submitted system controller log file. The submitted log file captured multiple low speed events and pump stoppages associated with elevations in pump power up to 30.4 watts and low speed advisory, low speed hazard and low flow hazard alarms. The interruptions in pump function occurred while the system was operating on power module support and appeared consistent with a potential percutaneous lead (lead) wire compromise. Approximately 20 inches of the distal end/external portion of the lead was replaced on (B)(6) 2016 and returned for evaluation. Electrical continuity testing of the replaced portion of the lead revealed that all wires were electrically intact. A few areas of minor shield breakdown were observed along the length of the returned lead segment, consistent with approximately 9 months of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through each wire¿s insulation, and no areas of compromised wire insulation were identified. The cause of the interruptions in pump function could not be conclusively determined based on the evaluation of the returned portion of the lead. X-ray images of the internal and external portions of the lead revealed a potential area of concern on the internal portion of the lead due to looping of the lead near the pump; however, wire compromise could not be determined based on these images. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.